Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that catheter had micro-tear. It was stated that they were unable to aspirate the catheter but portion of catheter with hole was removed and a new catheter connector was used. It was later corrected that the pump was being replaced due to elective replacement indicator (eri). Pt had no unusual symptoms. It was at the time of replacement that the catheter apparently was sliced and they were unable to aspirate. A replacement of the segment was done and the new pump was connected without incident. Drugs delivered via the device were bupivacaine and dilaudid.